Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and high blood glucose level. The blood glucose at the time of the incident was 386 mg/dl. The customer states he has been having trouble managing blood glucose. The customer has been experiencing symptoms of laziness, sleepy and sluggish. The customer did not contact their healthcare professional and does have a backup plan. He treated with manual injections. The drive support cap appeared normal. There was no leaks found but there was a small air bubble noted. There were no site or insulin issues. The customer was unsure of basal settings and did not know the bolus settings. The high pressure test was not performed because the customer did not have a tubing clamp. The customer was advised to change set and reservoir. Troubleshooting was able to resolve the no delivery, by priming. The device will not be returned for analysis.